Event description:
(B)(4). Had it placed a week ago and having horrible side effects already. Documenting them, dates and time. And seeing doctor and having x-rays asap. I specifically saw the doctor for a different procedure and was talked into this. I am absolutely miserable and having crazy side effects. Abdominal pain. Itching. Metallic taste. Disgusted by food. Loss of appetite. Heavy bleeding. Migraines. Itchy eyes. Bloating